Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the distributor in (B)(4). "Detailed error description (repair order)/comments circumstances occurred/description of the facts: sudden stop the ventilator alarm. Impossible for the conscious patient to breathe in through the ventilator in spontaneous ventilation. (Closed circuit breathing is blocked) clinical consequences noted: desaturation of the pt. Measures and actions: removing the respirator service expertise to the company. Per request for more info: please find more infos for the (B)(4): clinical service is agree to tell that there is no alarm eared! After the incident the unit is running like following: any volume delivered: flat waveforms. Alarm visual an audible activated: circuit disconnected alarm (red color). Low peak alarm (red color) safety valve alarm (yellow color) low peep alarm (yellow color) low volume minute alarm (yellow color). The safety valve stay closed and no possibility to breath spontaneously through the ventilator patient desaturation noted. Technical info: 4.2c software version installed".

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2011, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is completed a follow-up medwatch report will be submitted.